Manufacturer narrative:
Product event summary: the driveline cable with unknown serial number was not returned for evaluation. Review of the manufacturing documentation of the driveline could not be performed since the device serial number is unknown. Log file analysis could not be performed since log files covering the reported event date were not available for analysis. As a result, the reported event could not be confirmed. Of note, it was reported that the driveline cable was damaged due to patient accident and a splice repair was performed. Based on risk documentation and available information, a possible root cause of the reported event can be attributed to wire damage induced during the accident. This event was reported in the q3 2020 (B)(6) registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized with ventricular assist device (vad) driveline cable damage due to a patient accident that resulted in electrical fault and high watt alarms. The driveline was spliced and repaired and remains in use. No further patient complications have been reported as a result of this event. This event was reported in the q3 2020 (B)(6) registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.